Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammation injection (dose, frequency, and route not reported) for peritonitis. The patient recovered from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Concomitant medical products: dianeal pd2 1.5% 2l and dianeal pd2 2.5% 2l. Should additional relevant information become available, a supplemental report will be submitted.